Event description:
This report is generated from essure (B)(4). A consumer reported having essure inserted after her last baby. Three years after insertion the consumer had to have both tubes removed, half of her uterus, and most her ovaries because both of the essure had perforated the tubes. When they did the removal, they also found a 14 week fetus trapped inside one of the essure. Follow up cannot be done.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.